Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04538. It was reported the stimulation was turning off on its own. The patient reported she could turn the stimulation off by pressing on the ipg or by changing body positions. The patient described the stimulation as intermittent. X-rays were taken, but there were no anomalies. In addition, there were no invalid impedances. It was reported the patient was scheduled to meet with the physician regarding the issue.